Event description:
The customer reported an event that occurred during the summer to ocd on 12/1/1999. The customer does not have the necessary details at hand to determine source of problem and potential root cause. The info provided by the customer was that a particular sample was initially hcv nonreactive and subsequently hcv reactive. No sample is available and instrument info is sketchy at best. This report is beyond the 30-day reporting requirement due to the holidays.